Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the cable connecting ECG "c" and ECG "d" was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
The electrode belt was returned for investigation and did not pass incoming functional testing. A (B)(4) distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received two inappropriate treatments. The device was started up at 21:05:59 on (B)(6) 2024. At 02:31:05 on (B)(6) 2024, an arrhythmia was detected. ECG shows sinus bradycardia at 50 bpm degrading to asystole with intermittent cardiac activity and CPR/motion artifact. At 02:31:41, the patient received the first inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. Rhythm at time of treatment was obscured due to CPR/motion artifact. Post shock rhythm was asystole with CPR/motion artifact. At 02:31:41, the patient received the second inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. Rhythm at time of treatment was obscured due to CPR/motion artifact. Post shock rhythm was asystole with intermittent cardiac activity and CPR/motion artifact. The electrode belt was disconnected at 02:37:19 on (B)(6) 2024.

Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received two inappropriate treatments. The device was started up at 21:05:59 on (B)(6) 2024. At 02:31:05 on (B)(6) 2024, an arrhythmia was detected. ECG shows sinus bradycardia @ 50 bpm degrading to asystole with intermittent cardiac activity and CPR/motion artifact. At 02:31:41, the patient received the first inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. Rhythm at time of treatment was obscured due to CPR/motion artifact. Post shock rhythm was asystole with CPR/motion artifact. At 02:31:41, the patient received the second inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. Rhythm at time of treatment was obscured due to CPR/motion artifact. Post shock rhythm was asystole with intermittent cardiac activity and CPR/motion artifact. The electrode belt was disconnected at 02:37:19 on (B)(6) 2024.